Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the right atrial (ra) lead implant, the helix took greater than thirty turns, to extend. After implant, thresholds increased from 1.4 volts (v) to 3.5 v and there was a loss of capture. During the ra lead revision, helix extension and extraction was difficult. Thus the lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.